Event description:
Received the following error message: (continuous cardiac output)cco fault-thermal filament connection. The catheter would not calibrate.

Event description:
Received the following error message: (continuous cardiac output)cco fault-thermal filament connection. The catheter would not calibrate.